Manufacturer narrative:
Patient developed hypopigmentation on forehead from laser procedure. Patient received biotin and cortisone for post care treatment. Hypopigmentation is an expected reaction from laser treatment, but treatment settings were not followed per clinical guidelines. User error was the root cause of this incident, so device evaluation was not required. This incident is reportable. User error.

Event description:
Patient experienced hypopigmentation due to user error because treatment settings were not followed per clinical guidelines.